Event description:
It was reported the pt experienced increased leg pain, weakness, and possible overdose symptoms. The drugs in the pump were baclofen, dilaudid, bupivacaine, clonidine, and methadone. A CT scan was done in 2009, with no evidence of an inflammatory mass. An MRI was done two months laterand a large granuloma was noted. The inflammatory mass was removed in the same month. The hcp also indicated the pump and catheter were explanted. No further outcome was reported.